Event description:
It was reported that the lead exhibited loss of sensing. X-rays found that the lead was twisted and dislodged. Twiddler's syndrome was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.